Manufacturer narrative:
Analysis summary: it was confirmed that the handle screw was caught in the handle. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used for an endoscopic disc removal. It was reported that the flex arm was unable to be fixed. There was no patient was involved in the event, hence there were no patient symptoms, or complications were reported. The levels implanted were l4/5. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization as a result of the event. The reported product was replaced by lending a long-term rental product. No further complications were reported/ anticipated.